Event description:
This spontaneous case was reported by an other and describes the occurrence of uterine perforation ("uterus perforation by one of the side of essure"), genital haemorrhage ("bleeding") and monoparesis ("some parts of the body were paralyzed") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy (she had always experienced allergies but since essure was placed the have multiplied). In 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), monoparesis (seriousness criterion medically significant), fatigue ("tiredness by walking"), swelling ("swelling") and hypersensitivity ("allergies had multiplied"). The patient was treated with surgery (essure removal surgery performed via laparoscopy without anesthesia). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, monoparesis, fatigue, swelling and hypersensitivity outcome was unknown. The reporter considered fatigue, genital haemorrhage, hypersensitivity, monoparesis, swelling and uterine perforation to be related to essure. The reporter commented: essure was placed around 10 years ago. On (B)(6) 2017, after an appointment with gynecologist, he commented that one of the side of essure was perforating the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "has suffered a calvary since the essure was inserted" was clarified and replaced for events "uterus perforation by one of the side of essure", "bleeding", "swelling", "allergies had multiplied", "tiredness by walking" and "some parts of the body were paralyzed". Case was upgraded to incident due to essure due to perforation and essure removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.